Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap where the customer reported that the nurse had difficulty pushing the product where it eventually leaked doxorubicin during IV push on a patient. It was also noted that the products were prepared with confirmation that the product had spun prior to dispensing. Harm was not reported as a consequence of this event.